Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected fields: h6 (medical device - problem code, component codes).

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. However, the fse was able to verify the alarms in the iabp¿s diagnostic error log. All functional and safety checks were performed to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted when this information is provided to us.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) safety disk failed. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.